Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement, all errors occurred during testing. Device evaluation completion date: 12/22/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's stated problem was unable to be duplicated. During inspection and testing, no alarms were found for cassette not properly attached with every cassette. However, multiple "cassette not attached properly" alarm messages appeared in an event history log. Therefore, service recommended to replace the downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarms "cassette not properly attached" with every cassette. There were no reported adverse events.